Event description:
The facility alleges that when the pluer-evac tube from the pt to the unit was clamped, the chamber continued to bubble indicating air leak. This event occurred during pt use. Facility x-rayed pt and states that there was no air leak. Per facility rep, no pt injury reported. No add'l info available.

Manufacturer narrative:
The device has been requested for eval, but has not been rec'd. Should the device be rec'd for eval, a f/u report will be filled upon completion of the eval or if add'l info becomes available.